Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a failed 27mm edwards surgical valve, implanted in the mitral position underwent a valve-in-valve procedure with a 26mm sapien 3 ultra resilia valve. As reported, the 26mm s3ur valve was implanted with +2ml. After this valve was placed, severe central regurgitation was seen on tee. The decision was made to put in a 2nd 26mm s3 ur +2ml. Trace leak was seen after the 2nd valve placement with an invasive mean gradient of 4 and a mean gradient of 3 by tee. Patient remained stable throughout.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of valve central regurgitation was unable to be confirmed based on no medical record being provided. Available information suggests procedural factors (over inflation ) may contributed to the event as reported ''the 26mm s3ur valve was implanted with +2ml. After this valve was placed, severe central regurgitation was seen on tee''. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.